Event description:
During a stenting of the bile duct, the physician used a wilson-cook za-stent expandable metal biliary stent system to place a stent in the middle of the duct. Another za-stent was sucessfully placed at the proximal end of the first stent to cover the entire stricture. When removal of the introduction system was attempted, the introduction system lodged on the elevator of the endoscope. The distal portion of the introducer detached. The physician facilitated removal by clamping the detached portion of the introducer with the elevator of the endoscope. The patient was reported to be in stable condition.